Manufacturer narrative:
The technician replaced all brake casters and the brake steer caster to resolve the issue.

Event description:
The technician alleged the brake casters ratchet when the bed is pushed while in brake mode. No patient impact.